Manufacturer narrative:
Date of event: unknown. Results: photographs and samples were returned from the customer in support of this complaint. Photographs confirmed the complaint, however the returned samples safety shields were engaged with no defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5324959. Conclusion: an absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety sheild device failed to activate on the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter needle. There were no serious injury or medical intervention reported.